Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (278 mg/dl). Reportedly, elevated bg's are due to the customer eating candy. Customer delivered a bolus, and stated that the pump recommended and delivered a higher than expected bolus. During troubleshooting it was found that the correction factor was programmed incorrectly. Correction fact was set as 1 unit of insulin for every 25g of carbohydrates and should have been set as 1 unit of insulin for every 75g of carbohydrates. Customer blood glucose level dropped to 43 mg/dl. Customer drank orange juice to stabilize bg levels. In addition, it was reported that the pump time was inaccurate. Reportedly, customer forgot to change the pump time for daylight savings. Tandem technical support guided the customer through adjusting their pump settings and time.